Event description:
Related MFR report number: 2017865-2025-10912. It was reported that a patient presented with high capture threshold on their right ventricular (rv) lead. During lead revision, the implantable cardioverter defibrillator (ICD) set screw came out of position and wasn't able to be tightened. The physician elected to explant and replace the rv lead and ICD. The patient condition was stable following the procedure.